Event description:
It was reported that the customer experienced a low blood glucose of 42 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to treat low bg. Tandem technical support (cts) performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was caused by the customer manually giving a correction bolus in conjunction with control software delivering an extra automatic correction bolus. Customer understood and acknowledged.

Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.